Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion and foreign debris contamination on the bearings.

Event description:
It was reported that the device overheated during craniotomy and burned the pt's dura meter. The burn was noticed after the procedure. However, there was no delay in the surgical procedure. However, there was no delay in the surgical procedure or medical intervention required with this procedure.